Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that interrogation of this implantable cardioverter defibrillator (ICD) with a programmer noted a charge timeout message was recorded indicating that therapy will not be delivered and resulted in the device reverting to safety mode. Boston scientific technical services (ts) discussed that the device cannot deliver therapy and recommended replacement. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the battery was felt to have depleted sooner than expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified no anomalies on the device case. Review of device memory found a shorted lead fault was recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of a shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the subsequent high voltage charge attempt caused the device to revert to safety mode because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.